Event description:
It was reported that a pump will not turn off. The customer stated that after two hours she pulled the battery. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Baxter's eval reproduced the reported symptom. The cause was determined to be contact between the scanner bracket screw and the 2 traces of the back flex causing the unit to power on without user input. The device was not within spec in relation to the reported symptom. The back flex was replaced.